Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that an infrarenal optease inferior vena cava (ivc) filter was placed. The post-operative diagnosis was a deep vein thrombosis (dvt) with bleeding on anticoagulation. On the same day of filter implantation, the patient received hemodialysis (hd) via a right internal jugular (ij) tunneled hd catheter. The patient had acute kidney injury in the setting of left lower extremity dvt. Upon examination during hd, the patient stated their feet felt tingly and they felt cold. The patient appeared lethargic and lower extremity edema continued. The patient was noted to have been constipated for days. According to the information received in the patient profile form, the ivc filter removal had been attempted approximately six months after the implant date, but was unsuccessful. The patient lives with anxiety of having a filter that could fail at any time, but that is not retrievable.

Manufacturer narrative:
Describe event or problem: the following additional information received per the medical records indicate that an infrarenal optease ivc filter was placed. The post-operative diagnosis was a dvt with bleeding on anticoagulation. On the same day of filter implantation, the patient received hemodialysis (hd) via a right internal jugular (ij) tunneled hd catheter. The patient had acute kidney injury in the setting of left lower extremity deep vein thrombosis (dvt). Upon examination during hemodialysis, the patient stated their feet felt tingly and they felt cold. The patient appeared lethargic and lower extremity edema continued. The patient was noted to have been constipated for days. According to the information received in the patient profile form, the ivc filter removal had been attempted approximately six months after the implant date, but was unsuccessful. The patient lives with anxiety of having a filter that could fail at any time, but that is not retrievable. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, an infrarenal optease inferior vena cava (ivc) filter was placed. The post-operative diagnosis was a deep vein thrombosis (dvt) with bleeding on anticoagulation. On the same day of filter implantation, the patient received hemodialysis (hd) via a right internal jugular (ij) tunneled hd catheter. The patient had acute kidney injury in the setting of left lower extremity dvt. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal. Per the patient profile form (ppf), an unsuccessful removal had been attempted approximately six months after the implant date. The patient lives with anxiety of having a filter that could fail at any time, but that is not retrievable. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.